Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While the probable root cause cannot be determined, error 86 suggests the failure was in the power distribution board having an out of rage voltage, however the issue was not able to be replicated during in-house testing.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the redundant power tray assembly core. The system was tested and verified as ready for use. As of the date of this report, the redundant power tray assembly core has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that a non-recoverable error 86 occurred multiple times. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found errors against the isi core controller board. After multiple system restarts the issue continued. The tse guided the caller on how to use the emergency stop feature, and the instrument release kit to remove the instruments from the patient. The system was undocked. A second system was not available. The surgeon converted the procedure to a traditional laparoscopic surgery. There were no reports of patient injury.

Manufacturer narrative:
The redundant power tray assembly core has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Visual inspection, found no issues were related to the report issue. The unit was installed onto the golden system and completed program with no problem. The unit continued testing for 10 power cycles and sat idle for one hour. After testing 10 power cycles, no errors occurred. Fa reviewed the system logs, but no errors could be identified. As a result of these findings, fa concluded that there was no root cause for error 86.